Manufacturer narrative:
Numerous attempts have been made to retrieve the product but it has not been received. Review of previous reports of this type have found that the nurse call receptacle on the alarm is damaged which can cause this reported issue. Note: this report is being made solely on the customer's reported issue. (B)(4).

Event description:
Customer reported the alarm will not send a signal to the nurse's station. The customer reported they tested the alarm with another nurse call cable and the alarm still does not send a signal to the nurse's station. Customer reported that the issue was discovered during use but could not provide a date of event. No patient incident or injury was reported.